Manufacturer narrative:
Other text: three devices were received for evaluation. Visual inspection of the device found the cassette extension tube to have a piece of yellow cap inside of the female luer. This confirms the reported customer complaint. However, the problem source has been determined to be unknown. Additionally, four photos were received; a broken female luer was observed.

Event description:
It was reported that when filling up medical fluid into the smiths medical cassette during the use of it, the customer noticed the syringe broke off. This event was observed about once in ten times. No patient injury.